Event description:
The customer stated that she experienced a low blood glucose reading of 26 mg/dl, and the sensor did not alarm. The customer was treated by the paramedics. The customer was not happy with the training she received, and wanted a message to be sent to the trainer. Advised the trainer of the issue, and advised to contact the customer for further training. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see also MFR report number 2032227-2010-82577.